Event description:
Pt referred to radiology for a CT scan of the chest with contrast. A 20 gauge IV catheter was placed in the right antecubital vein. A test dose of 6cc was given with no swelling noticed and no extravasation alarm. Extravasation injection patch was placed above hub of IV catheter. Injection of contrast begun at a rate of 1.8cc/sec and a 45 second delay. Pt was instructed to notify staff if any pain occurred. Scanning began before all contrast was injected. Staff noted no contrast enhancement and checked IV site. Swelling noted. No extravasation alarm occurred. 140cc of contrast had been power injected. Physician notified. Warm packs were placed over extravasation site for 10-15 mins. Pt was then discharged home.